Event description:
On second cycle in the return phase, it was noted that the blood line from the blood pump to the donor valve was expanded to approximately double its normal size. The blood in this section of the tubing was black in color. No error messages had occurred. Saline and anticoagulant solutions were properly connected. The donor's only comment at that point was that his arm was "sore" during the procedure. The procedure was discontinued without returning cells in the bowl. Donor then went to the restroom and returned stating that he had blood in his urine. He was referred to the ctr physician who determined that hematuria was present. The donor was referred to the hosp emergency room for treatment. No medical bills or medical records have been received to date, as donor is still undergoing follow-up treatment. When the machine was powered off in order to disconnect the donor, the message "code 12- donor value" appeared.